Event description:
As per investigation findings, review of silicone content testing confirmed that all values were within established limits.

Manufacturer narrative:
(B)(4) follow up report for correction and device evaluation. This complaint was determined to not be a reportable event after the MDR was submitted. The silicone was noted to be within specification. Device evaluation: it was reported there was excess silicone observed inside the syringe. To support our investigation, three samples were provided to our quality team for evaluation. Upon visual inspection, evidence of silicone was observed on the syringe stopper. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper over the shelf life of the device. The silicone employed in this product is a non-toxic, medical grade silicone authorized for product use. Iso standard 7886-1 requires a biocompatible lubricant to be added and defines an allowable amount, which bd strictly adheres to. We continuously monitor silicone levels throughout our manufacturing process and apply rigorous quality controls to ensure compliance with both regulatory requirements and our own high-quality standards. A review of silicone content testing for lot 2506050 confirmed that all values were within established limits. The returned samples underwent the same testing and confirmed the silicone was within the required limits. A comprehensive device history record (DHR) review for reported lot 2412071 was completed. No deviations or nonconformances were identified during manufacturing that could have contributed to the reported observation. Multiple visual and functional inspections are performed throughout production, and no issues related to this condition were detected. The syringes are individually packaged and sterilized using ethylene oxide (eto), this process does not alter silicone appearance or cause silicone to pool within the barrel. Based on the sample evaluation and device history review, bd did not observe any manufacturing issue with the product or lot reported.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: the production operators reported an excess of silicone for the product code/batch in object (300223-2412071). In particular, the problem was revealed during production phase since, after positioning the stop piston, it "goes back" (causing the loss of the position). The customer already sent a claim about the same problem for an old batch, since syringes are used for automatic filling: the problem causes the inability to fill the syringes automatically as an error occurred during the positioning step of the syringe on the machine. The quantity having the defect was (B)(4) pieces. However, due to production needs, adria med was forced to use them anyway. However, another (B)(4) pieces not used yet are in stock.